Event description:
The pt showed unspecified infection symptoms in the pump site area. An incision and drainage were done. The pt was treated with antibiotics. The physician stated that the pump was not related. The pt's outcome was reported as "not yet recovered." The medication being delivered via the device system was baclofen.

Manufacturer narrative:
(B) (4).